Manufacturer narrative:
Alleged failure: knob doesn't click in place all the way light cord was burned during procedure. Procedure was completed, device was replaced after event. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause: bad jaw assembly verified. Possible bad reed switch on the safelight cable. Advise to replace receptacle board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that knob doesn't click in place all the way and light cord was burned during procedure. Procedure was completed and device was replaced after event.

Event description:
It was reported that knob doesn't click in place all the way and light cord was burned during procedure. Procedure was completed and device was replaced after event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.